Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material in the air and water channels. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, olympus was able to observe the adhesion/clogging of the foreign material in the air/water channel. However, the root cause of the material remained could not be specified. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.